Event description:
Medtronic received information that this bioprosthetic valve was explanted four days post implant, due to left ventricular outflow tract (lvot) obstruction. Echocardiographic evaluation was interpreted by the cardiologist to be a valve strut impeding the lvot, creating a gradient of greater than 60mm/hg. The valve was otherwise functioning normally. The patient expired the first day post-op. The valve was discarded as the physician did not feel the death was valve related.

Manufacturer narrative:
Codes: evaluation method code: other = device not returned. Results code: other - device history review found the product met specifications when released for distribution. Conclusion code: other - cause of event cannot be determined. Analysis: the valve was not returned for analysis. Transesophageal echocardiographic (tee) evaluation done (2008) intra-operatively post-pump, showed very limited imaging of the mitral bio-prosthesis after re-do mitral valve replacement. Although the bio-prosthesis appears grossly normal, there were no adequate views to allow comment on possible subvalvular left ventricular outflow obstruction. The relatively small (possibly under-filled), hypercontractile left ventricle could have contributed to outflow obstruction, although this is not documented. Conclusion: the valve was not returned to medtronic for evaluation. The physician reported that the death was not valve related.